Event description:
It was reported that a vns pt's generator was found to be at unintended settings after the treating neurologist interrogated the device. Programming history was received from the physician's programming system indicating a faulted system diagnostic test was found and no final interrogation was performed prior to the pt leaving the physician's office; hence the settings were found to be at unintended parameters.

Manufacturer narrative:
Analysis of programming history.